Manufacturer narrative:
The customer reported that mcp completed unsuccessfully on (B)(6) 2015. It was not noted if this was before or after the elevated result was generated. No conclusions can be drawn. The customer reported that qc values were out of range on (B)(6) 2015 but no results were provided. No conclusions can be drawn. A siemens customer service engineer (cse) went on site and performed a total service call. The cse verified the dispensing of probes and checked for leaks. He noted that dark count readings with and without cups were acceptable. The cse found crystal build-up on the aspiration probes 2 and 3. He removed the probes and guides and back flushed the probes and cleaned the guides. He calibrated the ca 19-9 assay with reagent lot 052374. The system was fully functional on departure. No conclusions can be drawn. The limitations section of the instructions for use states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."

Event description:
Customer performed a method comparison between advia centaur xp ca 19-9 reagent lot 052372 and 052374. One patient result was elevated with reagent lot 052372. The sample produced low results with reagent lot 052374 and repeat testing with 052372. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 result.